Event description:
A facility biomedical technician (bmt) called technical support to request on site field service because of a pt adverse event. On (B)(6) 2015 the pt complained of chest pains about one hour into her hemodialysis treatment. He stated that they believe that she was having a panic attack and there was no fault with the machine. She was sent to the hospital and is "ok" now. During the functional checks it was found that the ultrafiltration pump was out of calibration. The fresenius regional equipment specialist recalibrated the pump. Follow up was done with the bmt who stated the device is back in service without issue. Follow ups have been attempted with the facility nurse manager.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department is in the process of requesting pt medical records and treatment data info regarding the reported event of chest pain during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Dialysis prescription- dialyzer 180nre optiflux. Olc-v. 30.14 dfr autoflow 2.0. Dialysate composition: 2.0k, 2 5ca, 1.0mg, 100 dextrose. Sodium 136 bfr- 400. Bicarb machine setting (meq/l) 33. Scheduled hours- 4.0, blood volume processed 96. Sodium modeling method no. The machine was evaluated on-site by a fresenius regional equipment specialist. During the evaluation, it was found the ultrafiltration pump was off by 0.4ml/25 strokes. He recalibrated the pump and the machine is back in service without issue. Doctor's note from the provider rounding note dated (B)(6) 2015. Indicated the patient was hospitalized for "ams" with "eeg suggestive of sz, so put on keppra." No seizure activity was noted on the hemodialysis treatment sheet on the date of the event. Subsequent to this event, the patient's dry weight was decreased from (B)(6) per physician order. The post market surveillance department has reviewed treatment records and the clinical investigation reveals the following. There is no documentation in the medical record that shows a causal relationship between the patient's hemodialysis treatment and this event. There is no evidence that the small discrepancy in the ultrafiltration pump shows a causal relationship to this event. The patient's dry weight is a physician's order and at the time of the event, the dry weight was documented as (B)(6) and subsequently reduced to (B)(6). No parts were returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Follow up was performed with the facility clinic manager (cm). According to the cm the patient, who she described as having some psychological issues and anxiety, came to treatment with a lot of fluid to remove approximately 40 minutes into treatment, the patient began to complain of shortness of breath and chest pain just after having an upsetting conversation with her physician. The treatment was stopped and she was sent to the hospital where she was admitted for approximately one week. She reported the cardiac workup was negative and the discharge diagnosis was altered mental status and fluid volume overload. After discharge, the patient was reportedly back to the clinic and continuing on hemodialysis medical records were requested. From medical record review - the patient had been treated with antibiotics for pneumonia diagnosed prior to the event on an unknown date at the end of may. Antibiotic was discontinued on (B)(6) 2015. Patient was described as "very anemic." Patient's estimated dry weight on the date of event was (B)(6). Her pre-weight that day was (B)(6) post weight was (B)(6). Pre blood pressure(bp)157/82 post bp 210/105 ultrafiltration goal was set to remove 1.8 l. At the time of the event (approximately 1 hour into treatment), the patient had removed 261 ml with an ultrafiltration rate of 450ml/hour. The patient received 550ml of normal saline during the treatment in the form of scheduled flushes and fluid required for rinseback. No hospital records were received.